Event description:
It was reported that pump displayed altitude alarm and insulin delivery was suspended, and customer¿s blood glucose reading showed as high, though exact value was unknown. Customer planned to use injections but had not done so at the time of the report, and technical support instructed customer to clean speaker holes, remove and reconnect cartridge, and wait several minutes, after which insulin delivery successfully resumed without alarm recurrence, pump returned to normal operation, and caller received additional tips to prevent future altitude alarms.